Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. Field service engineer (fse) was able to confirm the customer's complaint. Fse checked exhalation flow sensor and fan air intake and both are defective. Device is not returned to functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that codes (3125, 3126) flow errors occurred. There was no patient involvement.